Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent. Batch # m54e34. Additional information requested and received: how was the device removed from the tissue? The proximal site of the stomach was cut by the another competitive device and the device was removed from the tissue. Was there any tissue damage? No. If yes: how was the tissue repaired? Na. What color cartridge was being used? Gold. Was buttressing being used? No information. The ec60a device was received for analysis with no visual non-conformances and with an ecr60d cartridge reload present. The cartridge reload was received partially fired 1/16. It is possible that while loading the reload, the cartridge was pushed farther back than the cartridge alignment stop windows resulting in the knife pushing the one piece sled forward and locking the cartridge. It should be noted that in order to open a device that has been partially fired or fully fired a reverse stroke needs to be performed trigger to trigger to handle in order to return the knife to the home position (indicator in the "0" position) and press the anvil release button to open. The returned device and cartridge reload were tested for functionality in the articulated position by resetting and reloading it into the device. The device achieved its complete stroke firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The event could not be confirmed as the device closed and opened as intended. The manual switch worked as intended and no partial fire was noted during functional testing.

Event description:
It was reported that during an open gastrectomy, the firing stopped at the 2nd stroke of the 1st firing on the gastric antrum. The manual knife reverse switch did not function and the jaws did not open. The cartridge was gold. Another device was used to complete the case. There were no adverse consequences to the patient. There was a possibility that the event had been caused by the thick target tissue.